Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers family member reported via phone call that the customer passed away at home. The cause of death was unknown. The caller stated that the customer had a thyroid problem and high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The caller stated the customer felt very weak. The caller declined to return the insulin pump for analysis. The insulin pump will not be returned for analysis.